Event description:
Per the clinic, the patient developed a wound at the implant site. On (B)(6) 2015 the patient underwent wound revision surgery. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.